Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and noticed bruising and pain on (B)(6) 2021 and experienced symptoms described as "bleeding and lump" at the insertion site. Customer had contact with a healthcare professional on (B)(6) 2021 and received unspecified treatment. Customer further reported that bruising was healing and the nodule was being monitored for size and tenderness or pain and ensure that it does not present with infection or enlarge in size. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh00736l9m has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor adhesive was not returned. Performed a visual inspection on the returned applicator, no issues were observed. Applicator had fired correctly and no issue was observed with the sharp. The sensor plug was properly seated. Observed damaged guide tabs upon visual inspection of sensor plug. Correct plug seating was not prevented by the damaged guide tabs or sensor ear. Therefore would not have caused the customers complaint. Thus, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and noticed bruising and pain on 4-sep-2021 and experienced symptoms described as "bleeding and lump" at the insertion site. Customer had contact with a healthcare professional on (B)(6) 2021 and received unspecified treatment. Customer further reported that bruising was healing and the nodule was being monitored for size and tenderness or pain and ensure that it does not present with infection or enlarge in size. There was no report of death or permanent injury associated with this event.